Event description:
Same event as MFR's report #: 6000089-2007-00259. It was reported that during an unk procedure, the maverick monorail balloon ruptured. The lesion being treated was located in the heavily calcified left anterior descending (lad) artery. The 20x2.0mm maverick2 ruptured at 6 atms. The number of inflations and to what atms is unk. The physician then used a 12x2.5mm maverick2 monorail, which also ruptured at 6 atms, with the number of inflations and to what atms being unk. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'good'.